Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 559 mg/dl; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.